Manufacturer narrative:
Updated fields: h2, h6, and h11 corrected data: a post-operative x-ray was performed on the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the maryland bipolar forceps (mbf) instrument broke upon removal, resulting in a fragment falling inside the patient's body. The fragment was successfully retrieved during the same procedure, which was completed without further complications. The patient later returned to the hospital experiencing abdominal pain; however, no additional details have been provided. The following information is unknown: the cause of the abdominal pain, the onset date of the complication, what medical intervention (if any) was rendered due to intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument to perform failure analysis. The instrument was found to have a broken molded insulator. A broken piece, measuring approximately 07.34mm x 01.90mm in size was returned with the instrument. A missing piece, measuring approximately 01.74mm x 07.99mm in size was not returned with the instrument. The instrument was also found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 13.96mm x 04.21mm in size, was returned with the instrument. This failure is likely caused by the broken molded insulator. Due to the dislodged grip tip, a detached fragment was observed and was returned with the instrument. Additionally, the instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator the instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage a review of the image and video provided by the customer shows that one grip from the mbf instrument detached from the distal end and fell inside the patient. While the video does not show the retrieval of the fragment, the image shows the retrieved fragment outside the body.